Manufacturer narrative:
One viewflex xtra ice vf-04 catheter was received for complaint evaluation. The tip of the catheter was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter damage is consistent with damage during use.

Event description:
This report is to advise of an event of fracture observed during analysis, confirming the reported kink in the catheter.